Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with chest tightness and shortness of breath. The implantable pulse generator (ipg) exhibited no pacing when connected to the pacing leads. The ipg was explanted and replanned. No further patient complications have been reported as a result of this event.